Manufacturer narrative:
General conclusion: event analysis: inflammation. After an analysis of the report, it was not possible to confirm the alleged event due the insufficient information. The alleged event is a risk associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. The cause of this event is multifactorial, and we cannot conclude that the reported event was caused by the manufacturing process and/or the product itself. DHR review: a complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Manufacturer narrative:
Because breast implant surgery is more often performed using general anesthesia, it is associated with the same risks as other invasive surgical procedures. After breast implant surgery, patients might experience swelling, hardness, discomfort, itching, bruising, twinges, and pain over the first few weeks. The human immune system is a very highly refined mechanism of defense. Although charged with mounting an antibody response to any unrecognized antigen threat, it must also possess enough checks and balances to not cause unwarranted host-versus-host reactions. Silicone exists naturally in all mammals. An exhaustive search of the literature seems to indicate that silicone, as it exists in the current forms of implantable biomedical devices including breast implants, is an immunologically privileged and inert material. It remains incumbent for the medical practitioner, however, to consider an idiosyncratic reaction as a diagnosis of exclusion in a differential diagnosis for an individual with a history of a bioimplantable device and an unusual allergic response beginning after device implantation. Appropriate confirmatory evaluation, including patch testing, is recommended. If this diagnosis is supported explantation of the device is curative.¿ (skandalakis, shiffman. Breast augmentation: principles and practice. 2009 springer-verlag berlin heidelberg). Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva. Health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: breast implants are no different from any foreign material implanted into the human body, and can trigger a host's protective immune reaction. It is a foreign body response demonstrated by redness, swelling, warmth, pain, and or/loss of function. This foreign body response is universal and ideally removes or otherwise surrounds the ¿irritant material¿ with fibrous tissue to prevent unwanted immune consequences. Also, a complete review of the DHR's was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process.

Event description:
It was reported that a patient who was implanted in (B)(6) 2024 had a rejection reaction, the implants were removed and the pathology results showed a chronic inflammation. No patient demographics, such as age, weight, or ethnicity, were provided by the reporter, and no adverse outcomes for the patient have been noted. Efforts to gather additional information are ongoing, and the investigation remains in progress.